Event description:
When attempting to remove the suprapubic drain on 2nd post-op day following prostatectomy, the drain broke & the tip of drain remained in pt's bladder. Pt was taken to surgery & under spinal, drain tip was removed. No further complications were reported.